Manufacturer narrative:
E1 initial reporter information added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Device information was requested, but received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided during processing of this complaint, attempts were made to obtain complete initial reporter information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a patient's trial implant, the tip of the drg lead sheath sheared off inside the patient. The lead was scrapped and the procedure was completed without complications, however the part of the sheath remains implanted.